Event description:
Caller reported a cartridge alarm issue occurring on (B)(6) 2025, while the pump was in use, but blood glucose levels did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact on the customer¿s blood glucose levels. The caller successfully loaded a new cartridge and resumed insulin therapy, and the issue was resolved. Tandem technical support closed the case and arranged a replacement shipment.